Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received due to low pacing impedance on the right ventricular (rv) lead. It was further reported that high thresholds and diminished sensing (low r-wave measurements) were noted. The lead remains in use. No patient complications have been reported as a result of this event.